Manufacturer narrative:
This report is submitted on july 2, 2019.

Event description:
Per the clinic the patient experienced a dislodged magnet during an MRI (strength unknown). However, the clinician did not follow the manufacturer's instructions for use of MRI. The implanted device remains.